Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site. Block h11: the device was not returned for analysis; however, media inspection on the photo of the complaint device provided found that the stent was fully deployed. It was observed that the black marker was detached and there was a kink visible on the sheath. Furthermore, the stent's expansion was hindered by the detached black marker. Media inspection did not confirm the reported event of the stent being partially deployed, as the stent was observed to be fully deployed. However, it is noted within the manufacturer's labeling as a potential adverse event associated with the use of this device. Additionally, the damages observed in the photos, including sheath material separation, stent expansion failure, and sheath bending/kinking, lack sufficient evidence to determine whether they resulted from the physician's technique during the procedure or were related to a device malfunction. Without proper evaluation of the device, the investigation findings do not provide a clear conclusion about the cause of the reported event; therefore, the most probable cause could not be established. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gall bladder to treat a gall bladder sludge during a gall bladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed; however, when the second flange was deployed, the sheath was detached, and the second flange came out behind the black marker. The device was removed, and another axios stent of a different size was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gall bladder to treat a gall bladder sludge during a gall bladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed; however, when the second flange was deployed, the sheath was detached, and the second flange came out behind the black marker. The device was removed, and another axios stent of a different size was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks h6 (evaluation conclusion code) and h7 (if remedial act init, type) have been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site. Block h11: the device was not returned for analysis; however, media inspection on the photo of the complaint device provided found that the stent was fully deployed. It was observed that the black marker was detached and there was a kink visible on the sheath. Furthermore, the stent's expansion was hindered by the detached black marker. Media inspection did not confirm the reported event of the stent being partially deployed, as the stent was observed to be fully deployed. However, it is noted within the manufacturer's labeling as a potential adverse event associated with the use of this device. Additionally, the damages observed in the photos, including sheath material separation, stent expansion failure, and sheath bending/kinking, lack sufficient evidence to determine whether they resulted from the physician's technique during the procedure or were related to a device malfunction. Without proper evaluation of the device, the investigation findings do not provide a clear conclusion about the cause of the reported event; therefore, the most probable cause could not be established. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. In october 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze complaints related to the separation of the outer sheath distal black tip. The investigation found that the sheath separation at the black section observed in the reported events was attributed to an insufficient bond between the white body of the outer sheath and the black tip. The insufficient bond was found to be due to a combination of manufacturing maintenance events resulting in a bent mandrel with missing bottom bushing which created uneven heating within the reflow oven. The investigation found that the complaints were associated with devices manufactured following a change of bottom bushings on (B)(6) 2023. A review of manufacturing maintenance routines, calibration activities, process changes, materials, personnel, and the environment related to the reflow process was conducted and concluded that there were no anomalies likely to contribute to outer sheath separation after (B)(6) 2024. In december 2024, boston scientific initiated a voluntary product removal associated with specific lots of the hot axios stent and electrocautery-enhanced delivery system (bsc ref. (B)(4).). The referenced device was in scope of this product removal. A corrective and preventive action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gall bladder to treat a gall bladder sludge during a gall bladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed; however, when the second flange was deployed, the sheath was detached, and the second flange came out behind the black marker. The device was removed, and another axios stent of a different size was used to complete the procedure. There were no patient complications reported as a result of this event.